Manufacturer narrative:
(B)(4). Cuvette lot# d2jlr068. H6: method - actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Process eval performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specs. Result - complaint was not confirmed through the instrument and cuvette eval. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports higher than expected act-lr results with hemochron elite microcoagulation system during an unspecified procedure. Elite instrument generated two results of >400 seconds and results generated on a second elite instrument as a reference generated 245 seconds and 274 seconds. Customer indicated that the >400 results were not consistent with the pt's clinical status. Target time for the procedure was not provided. No adverse event(s) reported.